Event description:
Caller reported that a malfunction alarm. It was unknown if the issue impacted the customer¿s blood glucose level. Cts assisted the caller with resetting the pump, but the malfunction persisted, leading to the decision to replace the pump. Customer was advised to use an alternate insulin delivery method and to return the defective pump using a pre-paid label within 10 days.